Event description:
Pt was positioned on the osi table for a procedure on her right side. The orthopedic arm board was on the right and her left arm was tucked. Safety strap was on. The osi appeared as normal with lights on and locked. The crna attempted to adjust the table position with the control when the bed suddenly released and tilted to the right. The table did not respond to the control to stop- the carm was under the bed and stopped the bed at a 60 degree angle- this combined with the armboard and staff the bed held still. The controller did not respond to any commands. The pt was supported at all aspects by additional staff, crna, doctors to ensure safety- she was lowered onto a cart and the bed was examined. The bed did respond to commands on the controller at this time, the surgeon ordered to repeat use of the bed. Pt was positioned onto the osi table, with additional safety straps and the bed once again appeared fine with appropriate lights on and locked- the bed did attempt to turn without touching the controller- the bed was supported and did not result in a turn that could be of concern. The bed was then taken out of service, the mizuhosi company was called and a technician came to evaluate the bed. He found the batteries to be dead and said, they are known to do strange things when the batteries are dead-regardless of being plugged in. The batteries were replaced, the bed remains plugged in and on at all times. The rep for our area is not available as requested for the next cases, as he lives several miles away- the bed has not been used since due to not having case requirements. The company has given an inspection clear to use approval. Pt did not sustain any injury due to staff readiness to react to the bed moving.